Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. Subsequently, the pump shut off due to insufficient power. It was confirmed that the charging supplies were able to successfully charge another device. The customer's blood glucose (bg) level was 200 (mg/dl). A manual injection was administered. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.